Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that the placement signal was higher than the left radial line. The mean arterial pressure showed double on the console than on the arterial line. A second arterial line was placed. The placement signal was still reading higher. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.